Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The customer reported lot number h13127025; however, this lot number is not recognized by baxter. The device was not returned and the lot number is not recognized by baxter; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the plastic cap on the connection site of the transfer set was opened. The event occurred before use. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.